Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scaring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for lese that an hour they had pain and a burning feeling at the pod infusion site. The patient reports upon removal of the pod from the insertion site their was swelling and a knot as well as a scar at the site. As treatment, the patient applied a new pod.